Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7184252.

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient, a4077 wave-writer solis study, developed mild post-operative pain following the trial explant procedure and was treated with prescription prednisone.